Event description:
It was reported that the patient experienced a low blood glucose episode with a dexcom g6 cgm reading of 51 mg/dl lasting about one hour, and the patient used oral glucose for treatment; the patient is working with clinical decision support because the ilet was described as maladapted due to use error, and the device issue could not be further characterized due to insufficient information. Symptoms included hypoglycemia and malaise. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed that no specific findings were available and the device problem could not be characterized due to insufficient information, with no device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.